Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. Additionally, it was reported that resistance was experienced during the fill process. A syringe needle change was performed to address the issue and insulin was resumed. Customer's blood glucose level was 276 mg/dl.